Event description:
The patient reported problems with pacing when in proximity to electromagnetic fields and electronic equipment. In (B) (6) 2006, programming was changed from 60 beats per minute (bpm) to 50 bpm. The number of problems experienced decreased; however, the patient still experienced sharp chest pain, feelings of electrical currents radiating through the chest, difficulty breathing, voice loss, chest swelling, tremors and coughing during pacemaker interrogation and pacing.